Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after inappropriate shock. Upon interrogation, the right ventricular lead exhibited noise oversensing. A chest x-ray and echocardiogram were performed and revealed lead dislodgement and cardiac perforation. The lead was explanted and replaced. The patient was in stable condition.